Event description:
It was reported the patient presented with a right ventricular lead that exhibited high capture thresholds. The lead was explanted and replaced. The patient was in stable condition.